Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving morphine (10 mg/ml at 0.900 mg/day) via an implantable infusion pump. It was reported a pump refill was performed. The reservoir was expected to have 1.5 ml, however, 10 ml was found in the pump. The event date was reported to be (B)(6) 2022. Contributing factors were unknown. It was unknown if the issue was resolved. There were no reported patient symptoms. Further complications were not reported. Additional information was received. It was indicated the doctor had requested an MRI but hadn't received the results yet. The doctor suspected there might be a granuloma in the catheter. They were waiting for the MRI results before taking any actions.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0215905381, implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The discrepancy had not yet been resolved, and the physician was following the pump refilling. They did not have a definite resolution.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-dec-20. It was reported that the MRI had been done and a granuloma was not detected. The patient would be monitored closely by the hcp.

Manufacturer narrative:
Updated to reflect the report that no granuloma was found. Codes e2317, f1004, and f12 no longer apply continuation of d10: product ID: 8780, lot# 0215905381, implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.